Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable malfunction that occurred in the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation haptic was broken when they inserted lens. Dr had to enlarge incision to remove the haptic. Dr then explanted the lens. Patient health not impacted; patient has recovered and is fine.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred in the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3: corrected to yes. Parts of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was returned with part of one haptic tip missing. The injector was not returned. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: b1pc). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Sotd-g115-01). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation haptic was broken when they inserted lens. Dr had to enlarge incision to remove the haptic. Dr then explanted the lens. Patient health not impacted; patient has recovered and is fine.